Manufacturer narrative:
Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
Patient was readmitted on (B)(6) 2015 with worsening hypergranulation at site. Patient taken to or on (B)(6) 2015 for driveline exploration at both sites, debridement, wash out and packing of wound. Culture taken in or positive for (B)(6). Patient was on vancomycin intravenous (IV) pre operatively and 3 days post operatively. Patient was discharged (B)(6) 2015 on bactrim ds po every 12 hours chronically. No additional information available.